Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she received a 630g but experienced issues with its use so she sent it back. The keypad was too much for her to function with. Her insulin pump was not exchanged for a paradigm so she is now using her old 5 series insulin pump that is not within warranty. The customer reported that there were too many screens for her to navigate through and the buttons were hard for her to press. At times she would notice that the buttons seemed unresponsive. Now that she is using her original insulin pump she has problems with reading its screen. She has to be in the light for the insulin pump to work. These difficulties have caused her blood glucose to fluctuate leading to self-adjustments in her basal rates. Her insulin pump was constantly alerting for low sensor glucose readings throughout the night. The insulin pump will not be returned for analysis.